Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the reported adverse event of suspected peritonitis which warranted hospitalization. However, there is no allegation nor any objective evidence or indication a liberty select cycler/liberty cycler set malfunction, or product issue caused or contributed to this adverse event. Based on the available information, the cause of the patient¿s peritonitis remains unknown. However, it is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Should additional information become available, the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient was admitted to the hospital due to abdominal pain and concerns for peritonitis. Per the patient¿s pd nurse, a pd effluent sample was obtained; however, the results are unknown. Details surrounding the patient¿s hospital course, including treatment provided as well as patient disposition are also unknown. However, the pd nurse indicated the patient¿s pd catheter (not a fresenius product) was expected to be removed. The patient¿s pd nurse did not know what caused the patient¿s peritonitis. However, there is no report or allegation that the liberty select cycler/liberty cycler set, or any fresenius product(s) are suspected as a causal factor in relation to this peritonitis event. No further information is currently available.